Manufacturer narrative:
A fragment of the abutment was blocked inside the implant. The practitioner used the rescue kit but he failed to remove the broken abutment. That is why, ultimately the practitioner decided to remove the implant. The implant has been placed in 26 position on (B)(6) 2013 and has been explanted on (B)(6) 2018. The practitioner did send us a panoramic radio. Our analysis is partial because we haven't the prosthesis in place. We can't see whether the construction seems normal or whether there are signs of passivity. Breakage may be the result of excessive force exerted on the prosthesis. (B)(4).

Event description:
A fragment of the abutment was blocked inside the implant. The practitioner used the rescue kit but he failed to remove the broken abutment. That is why, ultimately the practitioner decided to remove the implant.